Event description:
A report was received that the patient will undergo a lead replacement due to no stimulation and multiple high impedances. Reprogramming was unsuccessful. The physician believes the current leads are fractured.

Event description:
A report was received that the patient will undergo a lead replacement due to no stimulation and multiple high impedances. Reprogramming was unsuccessful. The physician believes the current leads are fractured.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision. During the procedure, the physician replaced the leads due to the leads were fractured on the part where the clik anchors are. The patient was doing fine following the procedure. Device evaluation indicated that the leads passed mechanical test performed. The complaint has been confirmed. X-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead which is one centimeter from the set screw mark of the clik anchor. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2158-50, serial: (B)(4), description: linear lead with enhanced stylet, 50cm.